Event description:
It was reported that after successful deployment of a vena cava filter, post-deployment images demonstrated a detached pusher wire within the vicinity of the filter. The detached pusher wire was successfully removed with a snare device. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed, the investigation is currently underway.